Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his sensor reads low when his blood glucose is not low. Customer stated the last time his sensor read low, his blood glucose was 433. Customer stated that the sensor will read in the 100-120 range, and his blood glucose is in the 300's. Offered to troubleshoot, but customer declined. Nothing further reported.